Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one x-ray image and one electronic photo were provided for review. The x-ray film shows the device having been placed via a right jugular or subclavian access. A complete fracture of the catheter is noted. The distal segment of catheter has migrated to the right atrium. The photo show port with attached catheter kept inside the plastic bag having blood residue. The catheter tube was completely separated into two fragments. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, the patient reported chest pain and accelerated heart rate. Upon returning to the hospital for access evaluation, a complete fractured catheter was discovered. The fractured segment lodged into heart and was retrieved via interventional procedures. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, the patient reported chest pain and accelerated heart rate. Upon returning to the hospital for access evaluation, a complete fractured catheter was discovered. The fractured segment lodged into heart and was retrieved via interventional procedures. The current status of the patient was unknown.